Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event that the device displayed error code 210.5020 was confirmed based on the review of the pump error logs; however, no further investigation of this issue could be performed as the suspect device was not returned by the facility. A review of the received pump error logs showed an error code (210.5020 ¿ version response failure) occurred two (2) times on (B)(6) 2025; at 3:32 pm, at on the suspect pump module (s/n (B)(6). The bd alaris technical service manual for pump module states in troubleshooting table error codes section the following for the error code 210.5020, the explanation it¿s processor not reporting software version data immediately after system on. Processor missing failed or flashed with version that does not support reporting software version; the logic board should be replaced. The cause for the channel error could not be definitively identified, no additional event information was provided. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event that the device displayed error code 210.5020 could not be determined based solely on the review of the logs. No devices were returned for this investigation, and no additional event information was provided.

Event description:
It was reported an issue with the device. The logs show error code 210.5020. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with the device. The logs show error code 210.5020. This was reported to bd representatives during their site visit. There was no information on patient involvement.